Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. One device was received for evaluation, the sample was received outside its pouch, and the stylet was not received, no lot number was provided. Visual inspection was performed, it was observed the cuff is torn. An inflation/deflation test was performed. A 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. It was reported that there was a tear in the cuff. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh2o. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had inflation/deflation issue. There was no patient involvement.